Event description:
Event description guidant received information that during the replacement of this implantable cardioverter defibrillator (ICD) for normal battery depletion, when putting in the new implantable cardioverter defibrillator (ICD), a test shock was performed and the shock impedance measurements were < 20 ohms.